Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during functional testing, the device displayed a "check pads" message. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical for evaluation. The reported malfunction was attributed to a top shield on the analog board. The device was rectified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.